Event description:
The customer reported that there was an 'overload fault' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv (high voltage) cable and temperature sensor were evaluated and identified as requiring replacement. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.